Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 6 x 10mm (bost610) was returned for investigation (image 1-2). The unknown transfer mount reported was not returned, nor was it identified. Visual inspection of the as returned product identified minimal signs of wear about the implant drive feature and threads. The returned implant was functionally tested and found to assemble, retain, and disengage as normal with a mating transfer tool (functional testing). No pre-existing conditions were noted on the per. The reported product was located on tooth # 3 (universal) and was removed the same day as placement. The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. (Bost610): DHR review was completed for the subject lot number 2019091383. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. (Unknown transfer mount): DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. (Bost610): complaint history review was performed for the reported lot number (2019091383) for similar event and no other complaint was identified. (Unknown transfer mount): a complaint history review could not be performed without relevant item and lot information. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable without return of all components reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that when attempting to place the 2nd implant, it was on the implant mount and fell off as approached the oral cavity - it fell to the floor. Surgery was not completed using another implant. Pt. To return for additional appointment. As a result of this event, no injury to the patient was reported.